Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with high blood glucose. The blood glucose reading was 33.3 mmol/l. The infusion set had come out from the body and the needle was noted as being bent against the adhesive patch. The insulin pump passed a self test. The drive support cap appeared normal. Insulin did exit with a manual prime and no leaks or air bubbles were observed. No insulin issues were reported and the insertion site was not sore or irritated. The time and date were noted to be incorrect and were corrected. The insulin pump had also alarmed for no delivery. This alarm had been resolved by changing the infusion set and reservoir.